Event description:
The event happened during a posterior cervical stabilization surgery when performing the final nut tightening. The entire screw part pulled out.. The threaded part of the screw as well as a connector were left in the patient.

Manufacturer narrative:
Checking the compliance of the returned device with requirements is practical. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. The results of tests performed on the device during its manufacturing comply with the requirements. Polyaxial screw implanted on c5 cervical vertebra. Instructions for use warns that "the use of the polyaxial screws is limited to placement in the upper thoracic spine (t1-t3) for anchoring the oct construct, and is not intended to treat thoracic conditions. The polyaxial screws are not intended to be placed in the cervical spine." Not returned to manufacturer.